Event description:
This unit had an ECG fault as well as error codes 20004, 90009. These error codes are indicative of a "system failure cycle power" screen message alert. There was no report of patient involvement.